Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: b1, e1 hospital name, g1-2 contact office, g4, h6; h6 device code - remove 1506 h6 result code - remove 3233 h6 conclusion code - remove 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent, gore (non-endologix) leg device, and bare (non-endologix) stent (off-label use with non-concomitant devices). Approximately three (3) years post initial procedure, an aneurysm expansion (unknown diameter) was observed during routine follow-up. The physician elected to treat the patient by open surgery on (B)(6) 2019, during which a type iiib endoleak was observed at the afx bifurcation. A y-graft replacement was then successfully performed and the patient was reportedly recovering in the hospital. As of date, there have been no additional patient sequelae reported.